Event description:
This pt was presented to the interventional lab for an angioplasty procedure of the left posterior tibial artery. The lesion was classified as a b-1 type lesion. The length of the lesion was 15cm and the vessel diameter was 3mm. The vessel was described moderately calcified but not tortuous. The product was properly inspected and prepped before it was used in the pt. The information states that the balloon was inserted through a 4fr. Sheath over a .018 guidewire at the left common femoral artery, to the lesion. No difficulties were observed while the balloon was being advanced. The physician felt a little resistance while crossing the lesion, due to the calcification. Upon the first inflation with an indeflator, the balloon burst at 4 atmospheres. The balloon was removed safely and another balloon of the same size was used to successfully complete the procedure. There was no rpeorted injury to the pt.